Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Occurrence date unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. It was further informed that the device was not available for evaluation since it was discarded at hospital.

Event description:
As reported, at the time of admission of a 66 year old patient with cardiogenic shock under ECMO with discovery of old heart disease, this swan ganz iq catheter showed an incorrect co (cardiac output) of 3 l/min while the echocardiographic co of 1 l/min. Left ventricular ejection fraction (lvef) of 10%, and cvp (central venous pressure) of 27mmhg/14mmhg/19mmhg were measured after providing dobutamine at 15 gamma and considered correct. Five days later, co provided by the swan ganz iq was still inaccurate. Swan ganz iq co was 6.5 l/min while the echocardiographic value was 3.1 l/min. Left ventricular ejection fraction (lvef) of 20%, and cvp (central venous pressure) of 36mmhg/20mmhg/24mmhg were also measured after providing dobutamine at 10 gamma and considered correct. These results were consistent with all the rest of the monitoring done during the day. As per customer's opinion, swan iq measurement technique based on the rv (right ventricle) curve is not reliable in patients with low co, as is the case in patients with cardiogenic shock. It might lead to decisions that have a direct impact on the patient's vital prognosis. There was no allegation of patient injury. The device was not available for evaluation.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The complaint affected unit was not returned for evaluation; therefore a product non-conformance or device failure could not be confirmed. As part of the manufacturing process the units go through electrical inspection process.